Manufacturer narrative:
Manufacturing evaluation: the valve was received in a plastic container, submersed in an unidentified liquid. Visual inspection: no significant deformations or damage of the valves were detected during the visual inspection. Permeability test: results have shown that the valve is permeable. Adjustment test: the progav was tested and was adjustable throughout the normal range. Braking force and function test : the brake function was operational,and the braking force is within the given tolerances. Results: after the tests, we have dismantled the valve. Inside the valve we found a significant build-up of substances (likely protein). Based on our investigation, we are unable to substantiate the claim of occlusion. At the time of our investigation, the valve was shown to be permeable. However, it is possible that the deposits observed inside the valve could have caused the malfunction in the past. As described in our literature, the problem encountered is one of the known, inevitable risks of hydrocephalus (hc) therapy by shunt implants. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released.

Manufacturer narrative:
Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with the shunt system. Postoperatively, there was shunt failure and replacement surgery was done. There had been valve blockage in possibly 1 or 2 of the valves. This was suspected because reportedly the "symptom of hydrocephalus" did not improve. Additional information was not provided. Associated medwatches: 2 valves reported separately.